Manufacturer narrative:
Citation: paul linnenbank., et al.. A staged biventricular approach combining the starnes and cone procedures in ebstein¿s anomaly: a case report and literature review. Children 12, 782 2025. 10.3390/children12060782 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 15 months old male patient who underwent valve replacement using a medtronic 12mm contegra valved conduit. It was reported that post implant of the 12mm contegra valved conduit, echocardiography performed showed pulmonary valve insufficiency due to impaired pocket coaptation, gradient of 40 mmhg, and severe stenosis with a flow acceleration of 2.6 m/s. It was reported that the valve was replaced. No further information was provided pertaining to medtronic products.